Event description:
The customer reported via phone call that she had had a button error alarm on the insulin pump. Customer stated that she placed the pump in her bra and maybe the buttons hit her skin. Customer was instructed to hit the esc and act buttons to clear the alarm, but the pump still keeps alarming. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.